Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times. The pump was connected to a power source and was powered back on. Subsequently, the customer attempted to reload the cartridge and a cartridge alarm (cartridge alarm 19) occurred. The customer's blood glucose was 247 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified; however, the alarm 19 was valid due to cartridge not being installed by user.